Manufacturer narrative:
(B)(4).

Event description:
The hcp reported, that the patient had pus and redness around the lumbar incision site. The patient was admitted overnight in the hospital and the pump and catheter were removed due to infection. The patient was discharged on IV antibiotics. No patient outcome was reported. The patient's pump contained baclofen.

Manufacturer narrative:
.

Event description:
Additional information revealed the laboratory results were positive for infection. The infection was located on the catheter device tract and incisional site. In addition to the previously reported symptoms, the patient¿s lower back incision was said to be excoriated and swollen. It was reported the patient recovered without sequela.